Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610773-2024-30009-00 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope "endoeye hd ii", 10 mm, 0°, autoclavable displayed lines and a purple image. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.